Manufacturer narrative:
Additional information can be found in h6 type of investigation. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. Corrected information can be found in d4, d10, h4, h6 health effect - impact code and h6 component code.

Manufacturer narrative:
A series of photos were shared by customer, where a white foreign material is observed on the bottom of a yellow vial, a ftir analysis performed by customer indicates the spectrum is similar to abs resin. No additional damage or anomalies were confirmed. One (1) used. List #kl-va201u3, chemosafelock vial adapter was returned for evaluation. As received aclacinon solution residuals was observed. The sample was visually inspected looking for a missing fragment, damage spike or sample and nothing wrong was found. No particulate was returned for evaluation. Complaint of particulate matter can be confirmed, based on the photo shared by customer. Without the return of pm, a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined.

Manufacturer narrative:
Potential lot # 14087716: MFR date: 07/01/2024, exp date: 07/05/2027.

Event description:
It was reported that a chemosafelock vial adapter was found with a hair in the fluid path. The reporter stated that "gray fm in a vial bottle." The event occurred before use to the patient. The defective sample is 1 and is not available for investigation. There was no contamination with blood or body fluids. There was no patient harm reported. "One(1) actual sample was received connected to a vial bottle of aclacinon 20mg for injection(astellas). No anomalies, such as damage or deformation, were visually confirmed in the actual sample. Upon visually checking the inside of vial bottle, a fm, white in color, was confirmed. The collected fm is resin-like and measures 1.6mmx0.9mm. Ftir analysis was performed. The spectrum similar to abs resin was obtained."